Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in an attempt to direct stent a calcified lesion in the proximal obtuse marginal coronary artery. The stent delivery system was not able to cross the target lesion, therefore, it was pre-dilated with an unknown ptca balloon. Upon re-inserting the stent delivery system, it was noted that the stent was not on the delivery balloon. They were unable to locate the stent in the guide catheter, sheath, or sterile field. The target lesion was then treated with the deployment of another MFR's stent. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The calcified lesion not being pre-dilated may have contributed to the stent not crossing the lesion and the stent dislodging from the delivery balloon. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.